Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'false downstream occlusion alarm' which was reproduced during service. A review of the event history log identified 'downstream occlusion!' Messages. The cause was determined to be an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant downstream occlusion at the nursing department. There was no known patient injury or medical intervention associated with this event. No additional information is available.